Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient g2. Foreign: japan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient, via a manufacturer representative (rep), who was implanted with an implantable neurostimula tor (ins) for unknown indications of use. It was reported that the condition was bad, and a tingling sensation was felt, so when the setting value was checked, the settings were changed from c group 1-0.9 2-0.2 to 0.1. The patient received an x-ray and CT scan a little while ago, but the patient said that the stimulation settings were not changed. The CT scan turned off stimulation a little while ago, and the x-ray examination was performed with the power turned on. The stimulation intensity was returned to c group 1-0.9 2-0.2. The settings may be changed due to electromagnetic interference; in that case, please operate the controller appropriately. The issue was unresolved at the time of report and health damage was reported. Ins serial number and model unknown.